Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after flushing technique was applied, the catheter got stuck in the hoop and as a result, due to excessive force, it broke in half. The procedure was completed with another device.